Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, they encountered positioning issues as the pump came out into the aorta. The pump was unsuccessfully repositioned and so the decision was made to replace it with a second pump. Although the patient survived the explant of the impella, the procedural outcome is patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.